Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis of ureter, the suture broke. 2 additional sutures had to be used to resolve the issue in order to complete the case. This resulted to increased manipulation and trauma to ureter. Anesthesia time was extended by one hour.